Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a cable failure. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿[precautions against frozen or lost endoscopic images] never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the device creates a dark image while using hd camera head. The issue occurred during preparation for use. There was no patient harm associated with the event

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation determined the cause to be a faulty cable and found presence of a leak at the connector. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.